Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found clots throughout the aspiration pathway of the instrument. The fse replaced the clotted tubing, which repaired the leak. The repairs were verified by established procedures. (B)(4).

Event description:
The customer reported a bloody leak from the coulter act diff 2 analyzer while running samples. The instrument was down. The volume of the leak was about 1 ml and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.